Event description:
Have an allergan lap band input on (B)(6) 2006. Had issue with a leaking mediport, which was replaced about 1 year after ((B)(6) 2007). Band never worked correctly again and never could be adjusted correctly again and this caused numerous unfills due to vomiting. Had dilation of esophagus in (B)(6) 2011 and all fluid removed for good. I thought that would be the end of problems, but now have stomach deformity discovered during recent egd. Gi is recommending removal. Insurance will not pay for removal. Allergan should pay for removal due to this. The product causes harm. No fluid in band due to dilation, constantly gets stuck with no fluid in it and throw up, acid comes up my throat and into sinus. I still have the product inside and hope it can be removed.